Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: ni. Event description: squeezed device to activate and clip never came out. Squeezed approximately 15x times total. Used new device to complete the surgery. Patient status: no patient injury. Intervention: user replace with a new one to complete this surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: ni. Event description: squeezed device to activate and clip never came out. Squeezed approximately 15x times total. Used new device to complete the surgery. Additional information provided by applied medical representative on 16jun2025 via email: -was a clip loaded into the jaws? No, clip never loaded. -what model/size trocar was used? Ctf03. -when the clip was loaded and visible between the jaws of the device, was it properly seated? N/a. -was a clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar? If so, was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? No. -was a loaded clip manually removed from the jaws? If so, was the device actuated and reset? No. -could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? Yes, but no clip was loading. Patient status: no patient injury. Intervention: user replace with a new one to complete this surgery.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: ni event description: squeezed device to activate and clip never came out. Squeezed approximately 15x times total. Used new device to complete the surgery. Additional information provided by applied medical representative on 16jun2025 via email: was a clip loaded into the jaws? No, clip never loaded what model/size trocar was used? Ctf03 when the clip was loaded and visible between the jaws of the device, was it properly seated? N/a. Was a clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar? If so, was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? No. Was a loaded clip manually removed from the jaws? If so, was the device actuated and reset? No. Could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? Yes, but no clip was loading. Patient status: no patient injury intervention: user replace with a new one to complete this surgery.